Event description:
The lay user/ patient contacted lifescan alleging that the product was reading inaccurately high. A patient reported blood glucose results of "156 mg/dl" with a lifescan meter and "124 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl for lfs accuracy testing criteria. The customer care advocate walked the lay user through control solution test and the results fell outside the specified control solution range. There were no allegations of harm or injury. The patient's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.